Event description:
It was reported that the patient was getting an MRI due to sciatica. The patient was elderly and did not recall having any other implant besides the one implanted in 1996, so the patient did not think her pump was working. The patient was unclear about what meant by ¿not working.¿ no additional details were provided to the reporter. It was unknown what drug the pump was used to deliver (device implant query lists the drug as morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).